Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgqf033 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in taiwan.

Event description:
It was reported that safestep leaks. Patient status/ intervention: change new kit. Additional information was received 16-dec-2022: it was reported that the leakage occurred during chemo medication infusion. Leakage occurred at the needle free connector without connection any device.

Event description:
It was reported that safestep leaks. Patient status/ intervention: change new kit. Additional information was received 16-dec-2022: it was reported that the leakage occurred during chemo medication infusion. Leakage occurred at the needle free connector without connection any device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.